Event description:
It was reported that during a da vinci-assisted umbilical hernia ipom surgical procedure, user was unable to advance the universal surgical manipulator (usm3). The customer reseated the adapter, drape and instrument with no change. The customer moved over to usm4 and continued. The procedure was completing as planned no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer informed that they discontinued the use of usm3 and continued using usm4. They needed 3 arms only. Robotic hernia rarely requires 4 arms.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse performed system test drive and friction insert test and found no issue on any of the usm arm. The system was tested and verified as ready for use. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.